Event description:
It was reported during knee arthroplasty that the intramedullary rod fractured within the patient's femur. All pieces were retrieved and no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned device identified signs of use (scratches/dings) and the rod portion of the block assembly was confirmed to have fractured at the weld. Dimensional analysis of the device determined that the device was in specification where measured. The device history records were reviewed and no discrepancies were identified. The root cause can be attributed to normal wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.